Manufacturer narrative:
(B)(4). The patient remained hemodynamically stable overnight until the following day; the patient experienced pulseless electrical activity (pea) and sudden cardiac arrest. Despite administering cardiopulmonary resuscitation, the patient expired (B)(6) 2017. Reportedly, failures to cross resulted in a delay that may have contributed to patient death, and the reported issues with the 3rd graftmaster device may have contributed to the patient death. No additional information was provided. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported failure to advance and difficult to position appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other rx graftmaster devices are being filed under separate manufacturing report numbers.

Event description:
It was reported that on (B)(6) 2017, the patient presented from another hospital with a free perforation with extravasation in the mid to distal left anterior descending (lad) coronary artery after undergoing laser atherectomy. Upon arrival to (B)(6) hospital, a 2.5mm non-abbott balloon had reportedly been inflated and held at the perforation site for over five hours. On presentation, patient was in cardiogenic shock with cardiac tamponade; an intra-aortic balloon pump (iabp) and pericardial drain were already in place and patient health was declining toward death. With the balloon remaining in place to tamponade bleeding, it was slightly deflated during all of the following attempts to cross with graftmaster devices: a 2.8x16mm rx graftmaster covered stent system was advanced but failed to cross due to a previously placed stent in the proximal lad, due to calcification, and due to the previously placed, partially deflated balloon; the graftmaster was withdrawn without difficulty. A 2nd 2.8x16mm rx graftmaster was then advanced, but also failed to cross for the same reason and was withdrawn. A 3rd 2.8x16mm rx graftmaster also failed to cross for the same reason. During withdrawal, without resistance, the stent dislodged distally in the proximal lad. As the stent was unable to be rewired or retrieved, the stent was crushed to the side of the lad using a balloon. As the perforation had ultimately sealed, reportedly likely due to the prolonged balloon inflation, no additional intervention was performed and the patient was transferred to critical care unit and was hemodynamically stable.

Manufacturer narrative:
(B)(4). Evaluation summary revised removing the following statement: the investigation determined the difficult to position appears to be related to the operational context of the procedure.